Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A fresenius (B)(4) technician reportedly replaced the burned blood pump cable, the acid reed switch assembly, concentrate rinse port (and nut), concentrate connector tube assembly, the motherboard and the sensor board to resolve the issue and return the machine to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with visible burn damage to the blood pump cable. The burned cable was found while a technician was servicing the machine for an issue with the concentrate not being detected. It was confirmed there was no patient involvement. A fresenius (B)(6) technician reportedly replaced the burned cable, the reed switch assembly, the rinse port, the concentrate tube assembly, the rinse port nut, the mother board, and the sensor board to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is provided, a supplemental report will be submitted.